Event description:
It was reported that the patient had a tooth extraction/augmentation procedure using 0.7 ccs of rhbmp-2/acs and titanium mesh in the anterior maxilla. Two days post op, the patient was admitted to the emergency room for severe swelling, edema, and suspicion of infection. The infection has not been confirmed. The patient was given IV fluids in the emergency room.

Manufacturer narrative:
(B) (4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.